Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm issue and alleged occlusion alarm issue were verified, but the alleged minimum fill notification issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to address the issue. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 50 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.